Manufacturer narrative:
Device return: one (1) used d1000 tego connector was returned. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connector recorded residual blood on the top surface was observed. Engineering testing and analysis to the applicable product specification was performed. The results recorded the tego connector leaked, failed acceptance criteria. Further microscopic evaluations recorded a small hole/tear at the end of the slit on the one piece seal. Although the exact cause(s) of the component damage are unknown, the characteristics of the component (seal) damage are consistent with use of incompatible devices mated to or accessing the tego connector.

Event description:
(B)(6) ((B)(6)) complaint received reporting leakage issue with unspecified dialysis set-up where d1000 tego connectors were in use. The initial information received reports the 02/23 event as follows ".. Blood leak ..". The device was removed and replaced with no further issues encountered. There were no reported adverse patient consequences. Additional event; device usage; set-up information although requested was not provided.